Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2104525: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, 46 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision performed 7 months after the primary cementless total hip arthroplasty in a male patient due to a subsided stem . In the radiographic image provided, proximal radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
At about 7 months after the primary, the patient came in reporting pain due to a subsided stem. The surgeon revised successfully the head and stem.